Event description:
Device 1 of 2. Reference MFR report #: 1627487-2013-05763. It was reported the pt's ipg has moved from it's original location. It was also reported the pt has been experiencing discomfort and a burning/heating sensation at the ipg site. The symptoms occur whether recharging or not. The pt plans to discuss the next course of action with her doctor. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.